Event description:
Boston scientific received information that this pacemaker with other manufacturer's right atrial (ra) lead exhibited low, out of range, pacing lead impedance measurement. The health care professional (hcp) performed lead impedance test and did not get record for impedance measurement. Patient was in atrial fibrillation (af). However, during the previous session, the pacing lead impedance measurement was less than 200 ohms. Boston scientific technical services (ts) discussed that most likely the atrial lead was programmed off because of atrial fibrillation reports. In addition, ts walked the hcp through on how to determine if the atrial lead was programmed off and a link was also provided. Additional information was received that no additional intervention was performed. The system looked fine after device interrogation. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.